Event description:
During knee arthroscopy, the distal tip of the acufex punch broke. Another surgeon cut into the popliteal fossa in order to remove the small piece. A 2-hour delay was experienced to the knee surgery. This occurred at the end of the surgery, so no need to use another device.

Manufacturer narrative:
Device was received with upper jaw free from device. Piece was not returned. Distal tip of the actuator is broken free as well. Cutting edge is extremely worked and dinged. Much force would be necessary to cut with a device in this condition. This device was in need of sharpening at the time of the break. Conclusion: improper maintenance.